Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a drawer failure. A field service engineer found that the med station was not able to power up. The fse checked the power cords and all cable connections and found a faulty half-height cubie drawer, which was causing the station not to power up. The fse replaced the half-height cubie drawer controller board, tested the system, and confirmed that the station powered up successfully and all drawers were accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the unit was not able to turn on due to drawer 3 failure; the customer opened the back panel and disconnected drawer 3, after which the pyxis powered on and the remaining drawers functioned normally, drawer 3 required replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.